Manufacturer narrative:
Concomitant products: imd49b58 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the atrial lead exhibited low impedances, far field r-wave (ffrw) oversensing, and a small number of non-physiologic senses. It was also noted that the lead had switched polarity, and as a result there had been an increased number of mode switches. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.